Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017. It was noted that a breakdown in insulation was observed. No electrical anomalies were noted. The patient had no issues before, during, and after the procedure.